Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the connection between the handle and the injection port of the contrast agent was leaking fluid, obstructing the contrast agent from reaching the distal end. The procedure was completed with another trapezoid rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: investigation results revealed that the side car rx channel was pushed back. Therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
H6: imdrf device problem code a0406 captures the reportable investigation finding of side car rx push back. H10: the returned trapezoid rx lithotripter basket was received for analysis, and a visual inspection observed that the side car rx was pushed back, and the device had remnants of use. A dimensional test confirmed that the side car rx was pushed back approximately 2.5 mm, which is out of specification. Additionally, a functional test was performed in an attempt to see if using a syringe could replicate the handle leak. It was detected that the device leaks water from the handle side of the device. No other issues were noted. The reported complaint was confirmed. Based on all available information, it was determined that the side car rx had been pushed back 2.5mm from the basket's tip. The observed damages most likely resulted from procedural factors such as lesion characteristics, device handling, and/or the technique used by the physician (applied force). Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h2: correction: block h10 device analysis updated to report labeling review. Block h6: imdrf device problem code a0406 captures the reportable investigation finding of side car rx push back. Block h10: the returned trapezoid rx lithotripter basket was received for analysis, and a visual inspection observed that the side car rx was pushed back, and the device had remnants of use. A dimensional test confirmed that the side car rx was pushed back approximately 2.5 mm, which is out of specification. Additionally, a functional test was performed in an attempt to see if using a syringe could replicate the handle leak. It was detected that the device leaks water from the handle side of the device. No other issues were noted. The reported complaint was confirmed. Based on all available information, it was determined that the side car rx had been pushed back 2.5mm from the basket's tip. The observed damages most likely resulted from procedural factors such as lesion characteristics, device handling, and/or the technique used by the physician (applied force). Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the connection between the handle and the injection port of the contrast agent was leaking fluid, obstructing the contrast agent from reaching the distal end. The procedure was completed with another trapezoid rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: investigation results revealed that the side car rx channel was pushed back; therefore, this is now an MDR reportable event (see block h10 for investigation details).